Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. There was no adverse impact to the customer blood glucose level. Customer reverted to an alternate form of insulin therapy. No further information was provided.